Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and loss of capture (loc). A lead fracture was confirmed, therefore, a revision procedure was performed, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.